Event description:
It was reported that the patient experienced phrenic nerve stimulation. The lead exhibited high thresholds. The device was reprogrammed. The patient would monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.